Event description:
A laser technician reports that while taking centration photos of the patient's right eye, she covered the patient's left with a shield. As she was lining up the patient, something fell from the overhead and struck the eye shield. There was no impact/injury to the patient.